Manufacturer narrative:
The affected device was tested at service center and a failure code was identified which assumes that during the event the device performed a restart. The logfiles and the exchanged power supply have been requested for investigation at manufacturer site - results will be provided in a follow-up report.

Event description:
It was reported that during use on a patient an alarm occurred and the screen turned to black. Reportedly the ventilation seemed to be continued.

Manufacturer narrative:
The exchanged power supply unit (psu) and the statistical log file was available for investigation at manufacturer site - the device log (with logs of the time of the event) was not available. The further investigations revealed a problem with 24v supply of the psu but this could not be reproduced during 2 weeks test run in laboratory. The further analysis confirmed a problem at the start-up of the device while powering on. This explains a temporary displayed failure code (only at start up) resulting in auto-reset of the device checking the timing again, if the repeated test passes successfully the device is ready for use, i.e this failure code does not explain any malfunction of psu or the device during use. Finally it must be concluded that a malfunction of the psu was the cause for the reported alarm and black screen - the exact root cause can not be reproduced, i.e. Determined. The review of quality data with respect to the psu does not indicate a conspicuousness. At the time of event the device indicated a device problem/malfunction by generating alarm.

Event description:
It was reported that during use on a patient an alarm occurred and the screen turned to black. Reportedly the ventilation seemed to be continued.